Event description:
It was reported that an alert was received on this implantable cardioverter defibrillator (ICD) due to the heart failure index crossed the alert threshold. The presenting electrogram (egm) has stored atrial tachy response (atr) events showing farfield r-wave oversensing (ffos). The right atrial (ra) lead amplitude has trended downward to 1.5mv (millivolts) with a programmed automatic gain control of 0.25mv. Programming recommendations were provided. Battery longevity is normal and lead measurements are stable. The device and the non-boston scientific ra lead remain in service. No adverse patient effects were reported.